Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to unknown reason. Customer¿s blood glucose level was unknown. Customer stated that they received unspecified insulin pump error. Customer stated that the settings were cleared or has been suspended for more than 4 hours. Customer was using auto mode. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.